Manufacturer narrative:
The product was not returned for eval. No conclusion can be drawn. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot. Add'l info has been requested. (B)(4).

Event description:
A surgeon reported that during an intraocular lens (iol) implant procedure, the haptic was noted to be broken. Following removal of the lens during the same surgery, a capsular bag tear was noted. The lens was replaced with a sulcus lens. Add'l info has been requested.